Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 406 mg/dl at the time of the incident. Customer also stated that the insulin pump alarmed insulin flow blocked alarm. The customer¿s other blood glucose level was 350 mg/dl. Customer stated the insulin did not exit and pump alarmed insulin flow blocked. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was disconnect at the quick release and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing, including the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm.